Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 54 mg/dl at the time of the incident had not treated. The customer was assisted with troubleshooting and declined for low blood glucose. The customer stated that she was low blood glucose earlier and just went back to sleep and when she woke up she was ok but she did not had the blue shield. The device will not be returned for analysis.